Manufacturer narrative:
The returned becker edms device was patent and met the requirements for leak testing. There were no anomalies noted with the becker edms. The returned ventricular catheter was patent and did not meet the requirements for leak testing due to two tears approximately 11.5 cm from the proximal flow holes on the device. It is unknown how or when the damage occurred. There was a small amount of proteinaceous debris noted on the exterior of the device. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device had filtration of fluids.

Manufacturer narrative:
The returned becker edms device was patent and met the requirements for leak testing. There were no anomalies noted with the becker edms. The returned ventricular catheter was patent and did not meet the requirements for leak testing due to two tears approximately 11.5 cm from the proximal flow holes on the device. It is unknown how or when the damage occurred. There was a small amount of proteinaceous debris noted on the exterior of the device. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. Additional patient/device information: the patient's gender and patient identifier were reported. It was later reported that the catheter was found to have a hole, which cerebrospinal fluid was seeping from. (B)(4)